Manufacturer narrative:
The device is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, in the ICU during use in a critically ill patient with sepsis, low cardiac output state and high svr (systemic vascular resistance), after floating a swan-ganz catheter, this hemosphere alta monitor provided hemodynamic measurements, including co (cardiac output, 6.5 l/min), ci (cardiac index, 3.6 l/min/m2), and svo2 (mixed venous oxygen saturation, 39-47%), that were inaccurate according to the patient status. In addition, co (20s) measurement of 5.9 l/min was only slightly lower than the other co result. Svr of 401dyne-s/cm5 was also incorrect, as calculated from co values, displaying the alarm "swan-ganz svr is below low limit". The user retrospectively applied the fick equation, which resulted in a co measurement of 1.3 l/min and ci 1.1 l/min/m2. The svr was then calculated manually based on this co value, resulting in a significantly elevated svr of 2769 dyne-s/cm5. According to the user, these manual calculation values were believed to more accurately reflect the patient's clinical status. Clinically, the patient was also peripherally cold and mottled, with an echo showing an ef (ejection fraction) < 10% and svo2 of 39%. The patient had no significant tr (tricuspid regurgitation), no evidence of intra-cardiac shunt, and the swan-ganz catheter was well placed. The patient was not treated based on the inaccurate displayed values, but rather on other clinical factors. There was no allegation of patient injury. The swan-ganz catheter was discarded, but the alta monitor was available for evaluation; however, it has not been received yet.